Manufacturer narrative:
The device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor makes noise when rewound anomaly due to unresponsive button. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump made noise during rewind and buttons were difficult to press. Customer had low blood glucose of 42 mg/dl. Customer reported that blood glucose had been low for months. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.